Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and design issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the device did not work, even the motor did not work at all from the start of use. An alternative device was utilized to complete the procedure. There was a 0-15 minute delay in the surgery while the backup product was prepared. There was no patient impact. During product evaluation it was found that the batteries had leaked electrolyte. Due diligence is complete and there is no additional information available.